Event description:
During troubleshooting of a check lines and bags alarm during fill 4 of 4 on the homechoice (hc), while the home patient (hp) was connected, the registered nurse (rn) stated that she called the hp's wife who told the nurse to switch the bags. The wife said to put the bag on the white clamp line, on the blue clamp line and vice versa. The rn switched the bags. The technical services representative (tsr) explained that the setup is no longer sterile and that the final bag should have stayed on the blue clamp line. The tsr assisted with ending therapy. The home choice (hc) was operational and a swap of the device was not necessary. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction; therefore, no further investigation will be performed.